Event description:
Went to use an unopened mckesson brand prevent m safety needle 25gx 1", lot # 922693, exp 6/30/24 and found that the hub of the needle had a green substance on it and it did not appear sterile or appropriate for use.